Event description:
It was reported that a malfunction with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.